Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's friend reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose reading was 31 mg/dl. Customer had a diabetic seizure and low blood glucose levels which resulted in hospitalization.